Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip broke off the instrument.

Manufacturer narrative:
The complaint states the tip broke off the instrument. The investigation confirmed the failure mode as reported as the trigger on the slide tube has fractured. The instrument was examined. There were no obvious signs of manufacturing defects that could have caused the instrument to be more prone to damage. The dfmea (B)(4) for this instrument indicates failure of the trigger during surgery or broken prior to surgery as a potential failure modes, with the occurrence score being 4 (1 in 1000 to 1 in 10,000). The dfmea therefore correctly considers the effect of this instrument being broken prior to the next surgery. This failure does not change the occurrence of harm predicted in the dfmea. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.